Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23sep2019. Philips field service engineer (fse) attempted to calibrate touch screen. Unit not responding to touch. Customer complaint confirmed. The fse replaced the touch screen. Performed all required performance verification tests per philips' manual. Unit passed all tests successfully.

Event description:
The caller reports that the touch screen is not working. It is unknown if the unit was in clinical use at the time the reported issue was discovered. However, there was no report of harm to the patient or user.